Manufacturer narrative:
H10: additional manufacturer narrative: no serial number was provided; therefore, a DHR could not be performed. Despite repeated attempts to receive further information regarding the device, no sample for evaluation was received. No additional information on device current location was given. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H10: additional manufacturer narrative: pictures of the explanted valve were received and reviewed. Customer report of calcification was unable to be confirmed through image evaluation. X-ray analysis is needed for evaluation of the calcification. Three pictures were provided showing the outflow view of an explanted valve. Nodules were visible on the leaflets. Sewing ring appeared cut at multiple sites around the valve. One blue suture remained attached to the sewing ring.

Manufacturer narrative:
The device is not available for return. This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 2900tfx was explanted from an unknown position after an implant duration of approximately 3 years due to heavy calcification in the leaflets. Reportedly, this event involved a 66-year-old patient with no relevant comorbidities.